Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by implementation in accordance with the below instructions for use: instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope experienced poor air supply. The issue was found during preparation for an unspecified procedure. The intended procedure was able to be completed. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign objects came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; due to clogging of the nozzle, air supply volume did not meet standard value. The additional device evaluation findings were as follows: due to clogging of the nozzle, the water supply volume and water removal ability did not meet the standard value, the scope cover plate had peeling, the mouthpiece was loose, the adhesive on the bending section cover a scratch and a white-clouded area, the electrical connector is discolored due to water leakage, the universal cord has a wrinkle and scratch, the protector of the universal cord on the suction connector side, and the plastic distal end cover. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. There were no abnormalities in the accessories used for reprocessing. According to the customer, the following details regarding the cds process were unknown: if there was any lag time/delay between the end of clinical use and the start of precleaning, if the air/water nozzle was flushed with water and air, if air/water nozzle was wiped with clean lint-free clothes, if the air/water nozzle was flushed with detergent solution the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.